Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: ------------- 42500606801 femur cemented (ps) std left size 10 lot# 65173874. 42512401010 articular surface fixed bearing (ps) left 10mm lot# 65135067. 42540000035 all poly patella cemented 35mm dia lot# 65134365. G2: belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a study that in an unknown timeframe post implantation, the tibial implant was identified as loosened. No treatment has been ordered, and the patient tolerates the implant. Attempts have been made and no additional information has been provided.